Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, extravasation on midline transfusion. Withdrawal of midline and insertion of another midline the following day. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was determined to be unconfirmed. The product returned for evaluation was a 4fr single lumen powermidline catheter. Also received attached to the catheter was a statlock stabilization device and an extension tube which was observed to be cut. Use residue was abundant throughout the sample. An attempt to flush the catheter with water using a 12ml syringe revealed the catheter was patent to infusion and aspiration with no observed leaks. No damage or deficiencies were discovered during evaluation of the catheter; therefore, the complaint of a leak could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, extravasation on midline transfusion. Withdrawal of midline and insertion of another midline the following day. No other information was provided.